Event description:
Philips received a complaint by the customer on the v60, indicating that the devices accept button was not working. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and found that the cable to the accept button was unplugged. The cable was attached to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the accept button cable disconnected from circuit board which was the cause of the reported issue.